Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) had an odor while charging. They describe the smell as a electronic odor.

Manufacturer narrative:
In the case description, the user mentioned an electrical odor while the controller was charging. Inspection of the charging port of the returned controller found no evidence of thermal damage. No abnormalities were noted inside the port that would contribute to an abnormal odor during charging. The controller was returned with the battery depleted. The controller was plugged in and allowed to charge. No odor was generated while charging and the controller was not felt to overheat. Inspection of the android log files downloaded from the controller found one instance of an increase in battery temperature to slightly above the operating specification, reaching 40.5 c during charging before decreasing back within specification while charging. It could not be determined if this increase in battery temperature contributed to any thermal event or odor during charging. The exact cause of the reported odor while charging could not be determined.